Manufacturer narrative:
Review of the lot history record was unremarkable. Testing of lumen occlusion was not performed after molding. Subsequent to the release of these lots, an inspection was added to the production qa after tip melt. This defect was shown to all operators at the melt station.

Event description:
Customer reports, they have been unable to flush four catheters and their ivac pump occluded. One tube was replaced in the pt without problem; three others were "tested" by hosp staff.